Event description:
It was reported to boston scientific corporation on february 18, 2010 that an extractor retrieval balloon was used in an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2010 (patient age, weight, and gender are unknown.) It was discovered during product evaluation on (B)(6), 2010 that the balloon had ruptured and this became a reportable event. According to the complaint, the extractor balloon was successfully prepared, but during the procedure the balloon successfully made one pass, but would not inflate a second time. No damage was noted by the site. The procedure was completed with another extractor balloon. There were no patient complications reported and the patient's condition has been described as "fine."

Manufacturer narrative:
A visual examination of the return device revealed the balloon to be burst in the mid section, the proximal and distal bonds were examined and found to meet specifications, and there was no damage found on the catheter shaft. The complaint description was confirmed. The root cause of this complaint was determined to be operational context. A similar complaint review was completed and none were found. (B)(4).